Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(4). Batch: 7075482.

Event description:
It was reported that the patient was admitted to the hospital due to infection at the pocket and midline incision sites. Symptoms of redness and excessive drainage were noted. The physician believed that the infection was not device nor procedure related.